Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A decline in hearing performance with the device was noticed by parents following a trauma. The user has been re-implanted due to parent's wishes.

Event description:
A decline in hearing performance with the device was noticed by parents following a trauma. The user has been re-implanted due to parent_s wishes.

Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. Also the active electrode showed some additional damage to the electrode wires. A trauma is mentioned in the recipient's report. The investigation results appear to match the problems mentioned in the recipients report. This is a final report.